Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 10 protector p21 multipacks experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 515117, batch no: unknown. We¿ve been experiencing coring attributed to utilizing bd phaseal satellites. So far today we have x4 vials (paclitaxel 300mg/50 ml vial x1; 5-fu 5gm/100ml vial x3) that have bits of core within them. This has been a frequent issue with other meds as well including but not limited to carfilzomib (kyprolis), etoposide, doxorubicin, oxaliplatin, trastuzumab (herceptin), & cyclophosphamide most of which are not infused with filter tubing. This is outside the amber vials that we cannot get a great view within to ensure there¿s no core. Moving forward, we will place aside the cored vials to mark off as waste, though it¿s becoming an issue as we¿re having to remake product to ensure quality.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 10 protectors p21 multipack experienced coring/foreign matter contamination. The following information was provided by the initial reporter: on the package it states ref 515103 with lot 1910126 (protector p21 multi). We¿ve been experiencing coring attributed to utilizing bd phaseal satellites. So far today we have x4 vials (paclitaxel 300mg/50 ml vial x1; 5-fu 5gm/100ml vial x3) that have bits of core within them. This has been a frequent issue with other meds as well including but not limited to carfilzomib (kyprolis), etoposide, doxorubicin, oxaliplatin, trastuzumab (herceptin), & cyclophosphamide most of which are not infused with filter tubing. This is outside the amber vials that we cannot get a great view within to ensure there¿s no core. Moving forward, we will place aside the cored vials to mark off as waste, though it¿s becoming an issue as we¿re having to remake product to ensure quality. Was anyone hurt? No, all medications/biotherapies were remade to account for coring can you confirm that you had four occurrences? Yes, we¿ve had >10 occurrences. D.1. Medical device brand name: protector p21 multipack. D.1. Common device name: intravascular administration set. D.2. Medical device type: onb. D.4. Medical device catalog #: 515103. D.4. Medical device lot #: 1910126. D.4. Medical device expiration date: 2024-09-30. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: k123213. H.4. Device manufacture date: 2019-10-23.

Event description:
It was reported that 10 protectors p21 multipack experienced coring/foreign matter contamination. The following information was provided by the initial reporter: on the package it states ref 515103 with lot 1910126 (protector p21 multi). We¿ve been experiencing coring attributed to utilizing bd phaseal satellites. So far today we have x4 vials (paclitaxel 300mg/50 ml vial x1; 5-fu 5gm/100ml vial x3) that have bits of core within them. This has been a frequent issue with other meds as well including but not limited to carfilzomib (kyprolis), etoposide, doxorubicin, oxaliplatin, trastuzumab (herceptin), & cyclophosphamide most of which are not infused with filter tubing. This is outside the amber vials that we cannot get a great view within to ensure there¿s no core. Moving forward, we will place aside the cored vials to mark off as waste, though it¿s becoming an issue as we¿re having to remake product to ensure quality. Was anyone hurt? No, all medications/biotherapies were remade to account for coring can you confirm that you had four occurrences? Yes, we¿ve had >10 occurrences.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1910126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Four retained samples of lot 1910126 were used for additional evaluation. The product was visually inspected, no damage or defects were observed. Functional testing was also performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified.

Event description:
It was reported that 10 protectors p21 multipack experienced coring/foreign matter contamination. The following information was provided by the initial reporter: on the package it states (B)(4) with lot 1910126 (protector p21 multi). We¿ve been experiencing coring attributed to utilizing bd phaseal satellites. So far today we have x4 vials (paclitaxel 300mg/50 ml vial x1; 5-fu 5gm/100ml vial x3) that have bits of core within them. This has been a frequent issue with other meds as well including but not limited to carfilzomib (kyprolis), etoposide, doxorubicin, oxaliplatin, trastuzumab (herceptin), & cyclophosphamide most of which are not infused with filter tubing. This is outside the amber vials that we cannot get a great view within to ensure there¿s no core. Moving forward, we will place aside the cored vials to mark off as waste, though it¿s becoming an issue as we¿re having to remake product to ensure quality. Was anyone hurt? -no, all medications/biotherapies were remade to account for coring. Can you confirm that you had four occurrences? Yes, we¿ve had >10 occurrences.